Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited low sensing threshold. The patient presented for procedure on (B)(6) 2019. During the procedure, blood was noted in the insulation of the lead. The lead was tested with a pacing system analyzer and the patient experienced pocket stimulation. The lead was capped on (B)(6) 2019 and was replaced successfully. The patient was stable post procedure.